Event description:
It was reported by the technician that the wheels of the bed were worn out decreasing brake force. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Unit was evaluated by the tech at the center.